Event description:
It was reported that the user experienced three low glucose readings around 70 mg/dl while using a replacement ilet system and temporarily paused and disconnected the device due to concern that insulin was still being delivered; the user was disconnected from the mobile app, requested target adjustments and trainer support, and was assisted with app pairing and navigation, with education provided that the ilet suspends insulin delivery at 80 mg/dl and requires time to learn after replacement. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included customer service troubleshooting, user education on cgm target settings and ilet learning behavior, and arrangement for additional training. Investigation of this case revealed no device malfunction identified and cause of hypoglycemia remained unclear, with the event associated with device use and recent replacement learning period. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.